Manufacturer narrative:
(B)(4). Review of an 11 second video during an angiogram intervention showed that an endurant stent graft system was implanted in patient. The aortic body is angulated approximately 90 degrees to the limbs. A palmaz stent was seen implanted in the aortic body from the bifurcate proximal margin to the flow divider. The bifurcate stent graft was seen implanted at the level of the renal artery. Injection of the contrast with the injector inside the aneurysm sac showed that the contrast was filling the aneurysm sac. There was a jetting like endoleak seen outside of the stent graft. The endoleak was at the left of the bifurcate stent graft just above the level of the flow divider, and it was near the distal edge of the palmaz stent; this appears to be a type iii fabric endoleak. Injection of the contrast showed that both limbs are patent. The exact cause of the type iii fabric endoleak could not be determined from the films provided. This may have been caused by the abrasion of the other manufacturer¿s stent implanted in the aortic body. Images at stent graft and palmaz stent implant as well as images during secondary intervention that show the resolution of the type iii fabric endoleak were not provided.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 25 mm in diameter and 10 mm in length. It was reported that during regular follow up, angiogram identified a contrast jet endoleak. The endoleak appears to be at the distal edge of another manufacturer's stent that was implanted during the index procedure. The physician stated the cause of the event is unknown but believes there is a possible type iii fabric endoleak due to friction between the other manufacturer's stent and endurant bifurcate stent graft. The physician performed an intervention and the event was resolved. No additional clinical sequelae were reported and the patient is fine.